Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed inside the assembly. Dust/dirt and tobacco were found in contamination findings. Additionally, the patient¿s complaint was confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.